Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 03/09/2025 19:27:15.000 and 03/13/2025 15:04:41.000. Line=589 file=121. Pump error 41 was found on 03/09/2025 19:27:15.000 and 03/13/2025 15:04:41.000. Line=713 file=121. Per software engineering log, pump error 43 and pump error 41 were due to error with motor voltage regulator; isolate to motor assembly. However, while testing the unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Per visual inspection, all connectors, including motor flex connector, were plugged in properly and no moisture damage was noted on the electronic assembly or motor assembly. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 43 and pump error 41 were confirmed when both alarms were found in download history files. Pump error 43 and pump error 41 were due to error with motor voltage regulator. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received both the error 41 (motor power supply voltage error detected) and 43 (an error in the motor was detected by reading unexpected value from hall sensor) on the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was able to clear the error and pump rewind. Pump passed displacement test and self test. No harm requiring medical intervention was reported. The customer discontinued use of the device. Mmt-1885 was returned for analysis.